Event description:
There is now a reported abutment replacement under a general anaesthetic and an infection at the abutment site.

Manufacturer narrative:
This report is submitted on february 17, 2020.

Manufacturer narrative:
This report is submitted on 20 november 2019.

Event description:
Per the clinic, the patient experienced swelling and skin issues at abutment site; subsequently the patient was treated with topical and oral antibiotics (date and duration not reported).